Event description:
The contact stated, that her husband's countour meter was reading higher than her contour meter. He tested his glucose using both meters. His contour meter was reading between 200-300 mg/dl, while her meter read just over 100 mg/dl. The differences between the readings could fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed. No product will be returned for evaluation.